Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08730 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The downloaded history file lists on (B)(6) 2019 10:26:18 normal bolus (var on), programmed: 0.300u delivered: 0.300u, and on (B)(6) 2019 10:27:43 normal bolus (var on), programmed: 1.500u delivered: 1.500u. The button event file was overwritten. Unable to verify if the customer manually programmed and delivered the boluses. Device was programmed with multiple test boluses. All boluses delivered properly and was recorded in the bolus history screen. No bolus anomaly, history anomaly or unexpected bolus delivery noted during testing. All button function properly. No damage noted on the keypad traces. Device uploaded properly using carelink. Device had cracked battery tube threads, cracked belt clip slot, cracked reservoir tube, scratched reservoir tube window and cracked reservoir tube lip.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 473 mg/dl. Customer was in emergency room as a result of high blood glucose. Customer was at picnic and they blood glucose was shot up to the 549 mg/dl. Customer treated for high blood glucose with insulin pump to get it down. Customer reported that they feel okay to troubleshoot. Customer had been using insulin pump system within 48 hours of reported high bg event. Customer was not called back to perform a high pressure test. Customer was not insisting on insulin pump replacement. Customer reported they have a back-up plan available the hospital took insulin pump off and treated with intravenous insulin drip. The customer stated that the drive support cap was normal. The insulin pump will be returned for analysis.